Event description:
A (B)(6) female contacted zoll customer support to report that her lifevest was broken and the device indicated to call zoll for a new electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged electrode belt) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the pulled cables could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.